Manufacturer narrative:
The arjo service technician visited the customer facility to test the claimed bed. When the arjo technician was pulling the bed forward and stopped it, the bed started to move in the opposite direction. The problem was resolved by the pcb replacement. The pcb was returned to the manufacturer and tested. The manufacturer investigation has revealed that cause of the uncontrolled movement of the indigo module is multi-factorial however the main factor is an insufficient design solution for the indigo printed circuit board (pcb) located inside the indigo module. The product instruction for use (IFU 416260-en rev. C) contains all crucial information and warnings which should be followed to ensure patient safety: ¿when operating indigo, maintain contact with the bed at all times¿; each indigo module incorporates an emergency stop switch that can be activated to stop bed motion at any time. The switch is located at both, the head and foot ends of the bed. When the emergency stop switch is activated (pushed down), an electric brake is applied to reduce momentum and slow the bed down until stopped. Based on the information collected, the device unintended movement was caused by the indigo pcb failure. Arjo device failed to meet its performance specification since the indigo worked incorrectly. The bed was not in use with the patient at that time. No injury was reported. The complaint was assessed as reportable due to the allegation about the unintended movement of the indigo module (the device moved itself).

Manufacturer narrative:
The indigo pcb availability was confirmed and it was returned to the manufacturer for evaluation. Additional information will be provided upon conclusion of the investigation.

Event description:
Arjo became aware of the event involving the enterprise 8000x bed equipped with the indigo module (intuitive drive assist). The bed allegedly moved forward itself. It is unknown how the bed was stopped. No patient was involved at that time. No injury occurred. The arjo service technician visited the customer facility to test the claimed bed. The problem was resolved by the pcb replacement.